Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the heating was not known and the patient was sent a new recharger and was educated to ensure to insure air circulation around battery when charging. The cause of the high impedances were not known and they programmer around it. No further complications reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported the recharging paddle gets hot when recharging, although the too hot message doesn't show up. The hot sensation travels from the pocket and it extends to the lead wire, like a sunburn sensation. It was reported that they checked impedances and electrode 9 is at 40k ohms, the lead is not used in programming. The manufacturer representative reported they will change the speed of recharge and patient will monitor it. The patient later reported it was still heating and a new recharger was sent. No know trauma/fall. No further complications reported/anticipated.